Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The patient questioned the result. The patient sample was repeated in duplicate and the results were negative. The negative result was reported. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."